Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the staff started an IV running with an unspecified piggyback bag, and the device sounded an air in the line alarm. The nurse re-primed the line and within 10 minutes the piggyback bag was found to be empty, and none of the primary bag had flowed.

Manufacturer narrative:
Concomitant medical products: 1000 ml excel container, lot # : j5p228, exp. 05/18, 0.9% sodium chloride injection usp; 150 ml b. Braun container, lot #: j6a676, exp. 04/17, 0.9% sodium chloride injection usp; fresenius kabi vial, lot #: 6a02tq, exp. 12/18, 3.375 g per vial, piperacillin and tazobactam; therapy date: (B)(6) 2016. The customer¿s report of a piggyback infusing faster than expected was not confirmed. The pcu event log showed that on (B)(6) 2016 the pump module had been infusing primary IV fluids at 125 ml/hr. At 6:39 am, a secondary infusion of pipracil/tazo zosyn 3.375 gram/100 ml was programmed to infuse at 200 ml/hr over 30 minutes. At 7:09 am, the secondary infusion completed with no air in line alarms. At 10:23 am the primary infusion completed and transitioned to kvo. At 10:32 am, the vtbi was changed to 900 ml and the rate to 75 ml/hr. At 10:40 am, the device alarmed for air in line and was then restarted. At 10:41, the door was opened and the device alarmed for flo stop open. The door was closed and the device was restarted. At 10:48 am, the device alarmed for air in line and was then restarted. At 10:51 am, the door was opened and the device alarmed for check IV set. At 10:55 am, the door was closed and the device was channeled off. The system was shutdown and powered off. The volume recorded as being infused during this period was 1027.035 ml for the primary infusion and 100.022 ml for the secondary infusion. The starting volume of the fluid containers cannot be determined through device log review. The pump module was not returned for investigation. Functional testing of the primary administration set identified no leaking, backflow, or other issues. The root cause of the piggyback infusing faster than expected was not identified.